Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg? The device not returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 14fr wayne pneumothorax catheter kinked following its placement in an 83-year-old male patient. On the eighth day of admission, the patient was treated for a serous pleural effusion with ultrasound-guided, right lateral placement of a wayne catheter. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. On the nineteenth day of admission (11 days after the procedure), the patient experienced kinking of the device. The device was then removed, and a bag was placed over insertion site to collect drainage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient was discharged from the hospital 28 days post-procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wayne pneumothorax catheter kinked following its placement in an 83-year-old male patient. On the eighth day of admission, the patient was treated for a serous pleural effusion with ultrasound-guided, right lateral placement of a wayne catheter. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction, and the initiation of drainage was successfully achieved. On the nineteenth day of admission (11 days after the procedure), the patient experienced kinking of the device. The device was then removed, and a bag was placed over insertion site to collect drainage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient was discharged from the hospital 28 days post-procedure. Reviews of documentation including the quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ based on the information provided, no device return, and the results of the investigation, cook determined that a possible unintended use error was the cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.